Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a reported blood glucose value of 379 mg/dl decreasing to 182 mg/dl after corrective actions. The user was using an ilet with a contact detach infusion set on the abdomen and an fsl3+ continuous glucose monitor (cgm), traced to a reservoir cartridge that was not fully seated and locked, which resulted in inadequate insulin delivery despite on-screen dosing. Symptoms included excessive thirst and frequent urination consistent with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical fitting problem associated with the reservoir component, where the cartridge was not inserted and locked correctly, leading to insufficient insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.